Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient was scheduled for convergent procedure with concomitant catheter-based left atrial appendage occlusion (laao), via sub-xiphoid approach. Due to patient's anatomy, both convergent and laao were not performed. Left atrial appendage exclusion (laae) vis left video-assisted thoracoscopy was successfully completed. Patient recovered and was discharged from the hospital on post operative day 6. On post operative day 10, patient presented to the emergency department with shortness of breath. A delayed pericardial effusion was diagnosed and treated with pericardiocentesis, during which 650cc of fluid was removed. The patient recovered without further known complications. While there is not direct cause or contribution of the atricure device to the adverse event, it is not possible to completely rule out potential cause or contribution, therefore the event is being reported per 21 cfr part 803. There is no reported device malfunction, and the adverse event was the result of a procedural complication.